Manufacturer narrative:
The customer contacted siemens to report the incident. A siemens customer service engineer (cse) was dispatched to the site to inspect the instrument. The cse observed that the sample probe 1 was out of alignment, giving vertical motor in motion mismatch errors and clog detect errors. The cse replaced the sample 1 vertical belt. An s1 diagnostic sequence and an automatic alignment of probes sequence was performed. The quick check diagnostic test was performed and quality control material were run with acceptable results. The cause of the discordant, falsely low carbon dioxide (co2) test results was due to a worn belt on the sample probe 1 mechanism. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) test results were obtained for two patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on the same dimension vista 500 instrument and an alternate dimension vista 500 instrument. The repeat results were not reported to the physician(s). Both patients were redrawn and tested for carbon dioxide (co2) on the alternate dimension vista 500. The test results for the redraws were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low carbon dioxide (co2) test results